Event description:
It was reported that the arctic sun device had temperature issue. Per follow up information received via mail on 02jan2025, the device was sent to s-inter for repair. Temperature cable was replaced to solve problem. Replacement of temperature cable. Patient switched to different device, no impact to patient. Per sample evaluation results on 03jan2025, temperature in cable cut and dirty fill tube.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Working device, no temperature problem, warming and cooling without any issues. Temp in cable cut. Dirty fill tube. Replaced fill tube, temp in cable. Passed functional verification test. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Based on the results of this investigations, no additional action is required at this time. Correction: b. The complete initial reporter phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had temperature issue.